Manufacturer narrative:
Evaluation summary post market vigilance received one device. The data from the battery was evaluated and it was found that the differential limit had been exceeded. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the handle, no matter which of the two charger bays placed on, blinked green as if charging for two minutes and thirty seconds before the light changed to a blinking red light. They unplugged both chargers, wiped the contacts on both the handle and bays with a dry cloth, etc. The handle would still not power on. No patient involvement.